Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced discomfort at ipg site due to patient's anatomy. As a result, the surgical intervention was undertaken wherein the system was explanted.